Manufacturer narrative:
A ge rep evaluated the system and found a defective high voltage cable, and that the collimator rotation gear was slipping. Ge rep replaced the high voltage cable and collimator. System operates as intended.

Event description:
It was reported the system was having collimator issues, and the leaves could be seen in the images.